Manufacturer narrative:
On august 12, 2019 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-01095. Updated fields: b4, b5, g4, g7, h2, h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involved. However, there was no adverse event reported. This record has been identified as a duplicate to mfg report # 2249723-2019-01095.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The facility experienced a power surge during a storm. The unit was plugged in and damaged during the storm. Visible damage to the power management board and printer, executive processor board, required the software to be reloaded. The unit would not complete the software installation. The fse replaced the mentioned parts. The unit passed all functional and safety tests to factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involved. However, there was no adverse event reported.